Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a smart touch bidirectional catheter, and the bwi failure analysis lab discovered an exposed braid on the returned catheter. Originally reported was that the catheter lot#17209339m stopped deflecting on both curves during the procedure. The catheter was exchanged but error "magnetic distortion error" displayed with the replacement catheter lot#17209358m. The issue was resolved by exchanging the catheter. The procedure was completed with no patient consequence. For these issues, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. Therefore, these issues were assessed as not reportable. Upon visual inspection of the returned complaint catheter with the lot # 17209339m, the bwi failure analysis lab discovered on (B)(6) 2015 an exposed braid on the shaft. It was also found that the shaft was bent, wrinkled and multiple bumps were found along the length of the catheter. The event was originally considered not reportable. However, the returned catheter condition noted on (B)(6) 2015 of the exposed braid on the shaft has been assessed as reportable since the catheter integrity was not maintained and internal components were exposed to patient. Therefore, the awareness date was reset to (B)(6) 2015. As for the other lab findings which were also found on this catheter, they were assessed as not reportable since the catheter integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.a

Manufacturer narrative:
The returned device (lot#17209358m) was visually inspected upon receipt and it was found in normal conditions. No broken shaft was observed. Per the event, the catheter was tested and it passed eeprom and recalibration check test, but failed carto 3 test. The catheter tip icon was spinning during mapping. Further examination showed that the sensor was within specifications. Pc board was in good conditions as well. Therefore, the root cause of the spinning icon remains unknown. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. (B)(4). It was reported that a patient underwent a supraventricular tachycardia procedure with a smart touch bidirectional catheter. Originally reported was that the catheter lot#17209339m stopped deflecting on both curves during the procedure. The catheter was exchanged but error "magnetic distortion error" displayed with the replacement catheter lot#17209358m. The issue was resolved by exchanging the catheter. The procedure was completed with no patient consequence. Upon receipt of the catheter (lot #: 17209339m), the tip lumen of the catheter had bumps on both sides. One about 6 mm and the second one about 6.6 mm from the transition with the peek housing. No metal was exposed. An x-ray analysis of the catheter was taken and it was noticed that the t bar had slightly slid down getting caught at tip causing the bumps on the tip lumen of the catheter. This finding also caused the deflection issues reported by the customer since the t bar is the component that manages the deflection mechanism. Also, it was noticed upon receipt that the catheter shaft was bent and had wrinkles with broken braid wire exposed about 5 cm from client tip .due to the exposed braid, an electrical test was performed and the catheter failed. Further examination revealed that the lead wires 5 & 6 were broken. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damaged peek housing/tip from leaving the facility. The device history record (DHR) of was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Internal corrective actions have been opened to investigate the t bar issue and the thermocool smart touch broken shaft issue.